Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after doing inflations outside of the body, there was resistance when retracting the balloon back into the sleeve. The balloon was re-inflated then deflated and there was still resistance however it able to be fully retracted. The balloon was then difficult to insert into the sheath and the push button was loose. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 65617, was returned and analyzed. Visual inspection of the balloon catheter showed push button was derailed. Smart chip verification indicated the catheter was used for 2 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. The catheter was able to insert to the sheath without any issue when the vacuum is applied to the returned catheter. The outer diameters of distal and proximal bonds at the balloon segment were within the specifications. The reported broken push button luer was not confirmed. If information is provided in the future, a supplemental report will be issued.